Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: spondylolisthesis. For which patient underwent, fusion and transforaminal lumbar interbody fusion (tlif) at levels l4-l5. Intra-op, the cage was placed laterally and went through the anterior ligament. The cage went off the inserter and ended up anteriorly. The patient had to undergo anterior surgery to get the cage out. The inserter had no malfunction. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visual and microscopic examination identified the top approximately ~4 threads of the inserter interface to be stripped, with no evidence of deformation on the face of the implant or hole diameter. The above observations are consistent with significant impact during attempted assembly.